Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected empty reservoir alarm or low reservoir alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error alarm and low battery alert noted during testing. Pump received with normal operating currents. However, power error alarm and replace battery alert noted in trace download analysis due to intermittent non-sleep anomaly software error. The insulin pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the internal power source was unable to charge. Customer noted the insulin pump did not receive any kind of damage. Customer also noted the empty reservoir alarm went off. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.